Event description:
Information received indicates the casters will not hold when the brake is engaged.

Manufacturer narrative:
The technician adjusted the left head and right foot brake casters to repair the stretcher.